Event description:
It was reported that there was a partial defect of the haptic during implantation. The intraocular lens was immediately replaced with an intact lens of the same model and specifications. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section d4: model number: the exact model number is unknown/not provided. It was indicated that the lens was a multifocal intraocular lens . Section d4: catalog number : a complete catalog # is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: if implanted; give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted; give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.